Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) results on triage profiler sob test. Triage sob test was performed on a pt giving significant differences when initial sample was retested. No pt info provided.